Event description:
Doctor was doing a right upper lobe wedge resection. Doctor successfully used the just right 5mm stapler twice. The on the third load doctor noted that the stapler did not seem to open as wide as the previous times and he asked the rep about it. Rep said that it might open wider when tissue was placed in the jaws. Doctor proceeded and fired the staple load. After the jaws of the load were opened doctor noted that the load only partially fired and that there was a noted indent on the lung tissue that did not have staples. Load was sequestered and a new load was used. No patient harm. Doctor was recording the whole procedure with the nsteam system. Manufacturer response for just right 5mm reload, (brand not provided) (per site reporter). Waiting on the return of the device.